Event description:
Less than 24 hrs after cab procedure, iabp alarmed, no leak detected. Pumping resumed and blood was then noted in the tubing. The iab was removed and not replaced. No pt injury or further complications occurred.